Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". Additional information received january 30, 2017: it is alleged that pt suffers from tilt and the inability to retrieve the device. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013. The filter was placed at the (B)(6) hospital in (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Summary of investigational findings: it has not been possible to further investigate or evaluate this alleged event based on the limited information. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56." Filter tilt is a known potential complication of vena cava filters. Among other causes, filter tilt may be associated with placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve devices passing through a filter, or a failed retrieval attempt. Excessive filter tilt may result in loss of filter efficiency. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". Additional information received 30jan2017: it is alleged that "[pt] suffers from tilt and the inability to retrieve the device." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook tulip günther filter. As catalog number is unknown it could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013. The filter was placed at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to product problem. Date of implant. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/09/2016 and is as follows:patient alleges that the filter was placed via the femoral vein on (B)(6) 2013 for dvt prevention prior to knee replacement surgery. Patient alleges outcomes attributed to device include: tilt, device unable to be retrieved. Patient alleges no other complaints attributed to the device. Patient alleges one unsuccessful attempt to retrieve device on (B)(6) 2013. Patient alleges that this retrieval attempt was scheduled as a routine attempt to removal a temporary filter.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "alleges pt suffers from tilt and the inability to retrieve the device¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.